Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged catheter is confirmed and was determined to be use related. One assembled 4 fr nxt connector was returned for evaluation. An initial visual observation showed use residue on the returned sample. No damage was observed on the extension leg of the connector. When viewed from the distal end, what appears to be a piece of a groshong catheter could be seen within the connector. The connector was dissembled and dissected and a small segment of a clearvue groshong catheter was found within the distal connector piece. The distal end of the catheter segment was observed to be bunched up against itself and kinked. A microscopic observation revealed curved, superficial splits on the interior of the distal end of the catheter segment. The break surface of the distal end of the catheter segment was observed to be mostly smooth and granular in texture and one section of the break surface was observed to be angular. The angular section of the break was found to be parallel with the observed superficial damage on the catheter¿s interior, suggesting the catheter may have been damaged by the cannula at this location. The evidence of bunching observed on the catheter as well as the location and shape of the damage observed on the returned sample suggest the catheter was improperly assembled onto the connector which damaged the catheter and ultimately caused the catheter to break. Regarding assembly of the catheter onto the proximal connector piece, the product IFU states: ¿gently advance the catheter onto the connector blunt until it butts up against the colored plastic body. The catheter should lie flat on the blunt without any kinks.¿ a lot history review (lhr) of rect1074 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that it was found during extension tube flushing that it leaked. No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rect1074 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that it was found during extension tube flushing that it leaked. No other information was provided.